Manufacturer narrative:
The reported event of failure to interrogate via inductive telemetry was not be confirmed. The device was exposed to electrocautery during the explant procedure. As received, the device was at ddd mode and above elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, the telemetry and battery assessment indicate normal device characteristics. The device was interrogated with merlin programmer and no anomalies were observed. The telemetry was stable and normal during the entire tests. Additionally, a longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.

Event description:
During an elective upgrade procedure, the device was unable to communication via inductive telemetry. The physician was unable to determine if the event was due to a malfunction of the device or an issue with the merlin programmer wand. The device was explanted and replaced the resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.